Event description:
Police responded to a person unconscious, unresponsive and not breathing. The device was connected to the pt with disposable defibrillation/ECG electrodes and analyze button pressed. According to the reporter, the device continuously alarmed motion detected and would not analyze the pt's rhythm. The device was swapped out with another AED at the scene and an unknown number of shocks were delivered. An ambulance arrived at the scene and transported the pt to the hospital. Pt outcome is unknown but there were no reports of any adverse affects to the pt because of the use of the device.